Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir compartment had a missing ring. The customer¿s blood glucose during the incident was 19 mmol/l. They corrected their blood glucose with a manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was programmed with contour next test glucose meter. The pump communicated properly, recorded the 5.2 m/mol test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing. Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.